Event description:
Event description cpi received information that this implantable pulse generator (ipg) appeared to be 'turned off' after a routine follow-up. This behavior ocurred by turning e-grams and markers on and briefly pulling the programming wand away from the device and then replacing the wand. During the period of time the device appeared to be 'turned off', the patient 'felt symptomatic'. The patient had originally presented for syncopal episodes and indicated that the feeling during the follow-up was the same. During the invasive procedure to analyze the system, the leads tested appropriately and the physician elected to explant the ipg.